Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: user's test strip had poor storage.

Event description:
Consumer complaint of blood result reading too low. Customer's wife states that her husband feels well and requires no medical attention. Customer's expected blood results are 85-100 fasting. Verified the strips expire 06/20/2017. Customer confirms the strips are kept in the kitchen table and were first opened (B)(6) 2015. Reviewed meter memory: 25mg/dl, (B)(6) 2015, 12:04:00 pm, fasting: yes; 24mg/dl, (B)(6) 2015, 10:27:00 pm, fasting: yes; 25mg/dl , (B)(6) 2015, 01:11:00 pm, fasting: yes; 25mg/dl, (B)(6) 2015, 12:04:00 pm, fasting: yes; undisclosed; no adverse event reported.